Event description:
Per the clinic, the patient had reoccurring infections and abutment was removed on (B)(6) 2025. The implant fixture still intact. The patient was re-implanted with another cochlear device during the same surgery.